Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation (af) procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. At the end of the isolation of the left pulmonary veins in the af ablation procedure, a change in cardiac dynamics was observed on x-ray. A pericardiocentesis was performed to stabilize the patient. The patient is stable and will be discharged home soon.